Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain / side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have metal allergies before essure which is infuriating because my doctor knew it". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itch"), inflammation ("inflammation"), pain in extremity ("my legs starts really hurting"), food allergy ("allergy to food (peanut butter crackers)"), feeling abnormal ("foggy brain"), fatigue ("extreme exhaustion"), gluten sensitivity ("gluten spots"), acne cystic ("severe cystic acne"), arthralgia ("joint pains"), back pain ("back pain"), migraine ("migraines"), amnesia ("memory loss") and swelling ("body swelling hurts 24/7"). The patient was treated with surgery (bilateral salpingectomy in feb (year and date unspecified)). Essure was removed. At the time of the report, the pelvic pain, rash, pruritus, inflammation, pain in extremity, food allergy, feeling abnormal, fatigue, gluten sensitivity, acne cystic, arthralgia, back pain, migraine, amnesia and swelling outcome was unknown. The reporter considered acne cystic, amnesia, arthralgia, back pain, fatigue, feeling abnormal, food allergy, gluten sensitivity, inflammation, migraine, pain in extremity, pelvic pain, pruritus, rash and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event ¿ allergy to metals and I did have metal allergies before essure which is infuriating because my doctor knew it. Reporter information were added. Fup 6,7 and 8 processed together. On 23-mar-2020: fup 6,7 and 8 processed together -information received via social media: new event - memory loss, migraines, back pain, side pain, joint pains, severe cystic acne, body swelling, gluten spots, extreme exhaustion, foggy brain and reporter information were added. On 23-mar-2020: fup 6,7 and 8 processed together -information received via social media: new event - memory loss, migraines, back pain, side pain, joint pains, severe cystic acne, gluten spots, extreme exhaustion, foggy brain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash"), pruritus ("itch"), inflammation ("inflammation") and pain in extremity ("my legs starts really hurting"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, rash, pruritus, inflammation and pain in extremity outcome was unknown. The reporter considered inflammation, medical device removal, pain in extremity, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: my legs starts really hurting. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itch"), inflammation ("inflammation"), pain in extremity ("my legs starts really hurting") and food allergy ("allergy to food"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, rash, pruritus, inflammation, pain in extremity and food allergy outcome was unknown. The reporter considered food allergy, inflammation, pain in extremity, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event: allergy to metals and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain / side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have metal allergies before essure which is infuriating because my doctor knew it". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itch"), inflammation ("inflammation"), pain in extremity ("my legs starts really hurting"), food allergy ("allergy to food (peanut butter crackers)"), feeling abnormal ("foggy brain"), fatigue ("extreme exhaustion"), gluten sensitivity ("gluten spots"), acne cystic ("severe cystic acne"), arthralgia ("joint pains"), back pain ("back pain"), migraine ("migraines"), amnesia ("memory loss"), swelling ("body swelling hurts 24/7"), blepharospasm ("eyelid twitching") and eye movement disorder ("under eye twitching"). The patient was treated with surgery (bilateral salpingectomy in feb (year and date unspecified)). Essure was removed. At the time of the report, the pelvic pain, rash, pruritus, inflammation, pain in extremity, food allergy, feeling abnormal, fatigue, gluten sensitivity, acne cystic, arthralgia, back pain, migraine, amnesia, swelling, blepharospasm and eye movement disorder outcome was unknown. The reporter considered acne cystic, amnesia, arthralgia, back pain, blepharospasm, eye movement disorder, fatigue, feeling abnormal, food allergy, gluten sensitivity, inflammation, migraine, pain in extremity, pelvic pain, pruritus, rash and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new events eyelid twitching and under eye twitching were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain / side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have metal allergies before essure which is infuriating because my doctor knew it". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itch"), inflammation ("inflammation"), pain in extremity ("my legs starts really hurting"), food allergy ("allergy to food (peanut butter crackers)"), feeling abnormal ("foggy brain"), fatigue ("extreme exhaustion"), gluten sensitivity ("gluten spots"), acne cystic ("severe cystic acne"), arthralgia ("joint pains"), back pain ("back pain"), migraine ("migraines"), amnesia ("memory loss"), swelling ("body swelling hurts 24/7"), blepharospasm ("eyelid twitching") and eye movement disorder ("under eye twitching"). The patient was treated with surgery (bilateral salpingectomy in feb (year and date unspecified)). Essure was removed. At the time of the report, the pelvic pain, rash, pruritus, inflammation, pain in extremity, food allergy, feeling abnormal, fatigue, gluten sensitivity, acne cystic, arthralgia, back pain, migraine, amnesia, swelling, blepharospasm and eye movement disorder outcome was unknown. The reporter considered acne cystic, amnesia, arthralgia, back pain, blepharospasm, eye movement disorder, fatigue, feeling abnormal, food allergy, gluten sensitivity, inflammation, migraine, pain in extremity, pelvic pain, pruritus, rash and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain / side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have metal allergies before essure which is infuriating because my doctor knew it". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itch"), inflammation ("inflammation"), pain in extremity ("my legs starts really hurting"), food allergy ("allergy to food (peanut butter crackers)"), feeling abnormal ("foggy brain"), fatigue ("extreme exhaustion"), gluten sensitivity ("gluten spots"), acne cystic ("severe cystic acne"), arthralgia ("joint pains"), back pain ("back pain"), migraine ("migraines"), amnesia ("memory loss"), swelling ("body swelling hurts 24/7"), blepharospasm ("eyelid twitching") and eye movement disorder ("under eye twitching"). The patient was treated with surgery (bilateral salpingectomy in feb (year and date unspecified)). Essure was removed. At the time of the report, the pelvic pain, rash, pruritus, inflammation, pain in extremity, food allergy, feeling abnormal, fatigue, gluten sensitivity, acne cystic, arthralgia, back pain, migraine, amnesia, swelling, blepharospasm and eye movement disorder outcome was unknown. The reporter considered acne cystic, amnesia, arthralgia, back pain, blepharospasm, eye movement disorder, fatigue, feeling abnormal, food allergy, gluten sensitivity, inflammation, migraine, pain in extremity, pelvic pain, pruritus, rash and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: showed blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rash"), pruritus ("itch") and inflammation ("inflammation"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, rash, pruritus and inflammation outcome was unknown. The reporter considered inflammation, medical device removal, pruritus and rash to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: pruritus and rash". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2019: this is a retention case. Upon receiving follow-up information via email, it was confirmed that case (B)(6) is a duplicate of case (B)(6). Hence all the information from the case (B)(6) is transferred to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.